Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a low blood glucose value of 50 mg/dl at the time of incident. Customer¿s current blood glucose level was 92 mg/dl. Customer also had blood glucose of 300mg/dl before bed. Customer reported that customer does not allege pump was over delivering. The customer was treated with food and insulin pump. Insulin pump will not be returned for analysis.